Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer mentioned they had tingling in their face but reported no further injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.